Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a stent assist coil embolization, a headway 21 microcatheter (mc) was placed in distal end of the vessel smoothly. The physician tried to deliver the stent into the microcatheter, but the enterprise2 4mmx23mm intracranial stent ((B)(6)) became impeded in microcatheter hub and could not advance or withdraw. The doctor removed the microcatheter and stent from the patient¿s body and switched new devices to complete the surgery. It was reported that patient suffered from a wide-necked aneurysm of middle cerebral artery. Additional information received indicted that they were not able to torque the device. An unspecified microguidewire was used successfully with the concomitant device prior to the encountered resistance. There was no excessive force used with the device. There were no procedural delays due to the event. One picture was attached to the complaint file, and the stent was noted to be already detached from the unit. The distal portion of the delivery wire was noted to be broken. One of the ends of the stent was noted not completely flared; however, due to the blurriness of the picture, no damages were noted in the stent that contributed to this condition. A non-sterile enterprise2 4mmx23mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and it was noted that the delivery wire was inside the introducer with the distal tip broken. The detached stent component was also returned. Further investigation under magnification revealed that one strut of the stent component was bent. No other damages were observed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue regarding a stent being impeded in the microcatheter was confirmed based on the broken condition of the delivery wire and the bent condition of the stent; these damages may be secondary to the difficulties experienced during the advance and retrieve of the device. The event describes that the stent became impeded in the microcatheter's hub, this condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently resulting in the stent bent and the delivery wire breakage. However, with the amount of information available this only remains speculative. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was attached to the complaint file, and the stent was noted to be already detached from the unit. The distal portion of the delivery wire was noted to be broken. One of the ends of the stent was noted not completely flared; however, due to the blurriness of the picture, no damages were noted in the stent that contributed to this condition. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of lot 8028715. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a stent being impeded in the microcatheter was confirmed based on the broken condition of the delivery wire; this may be secondary to the difficulties experienced. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a stent assist coil embolization, a headway 21 microcatheter (mc) was placed in distal end of the vessel smoothly. The physician tried to deliver the stent into the microcatheter, but the enterprise2 4mmx23mm intracranial stent (encr402312, 8028715) became impeded in microcatheter hub and could not advance or withdraw. The doctor removed the microcatheter and stent from the patient¿s body and switched new devices to complete the surgery. It was reported that patient suffered from a wide-necked aneurysm of middle cerebral artery. Additional information received indicted that they were not able to torque the device. An unspecified microguidewire was used successfully with the concomitant device prior to the encountered resistance. There was no excessive force used with the device. There were no procedural delays due to the event.